Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. The sensing vector was changed from alternate to primary. This s-ICD system remains in service. No additional adverse patient effects were reported.